Event description:
Complaint reported as" "(B)(6)2019 , in changde first people's hospital, the tube was used for thyroid surgery, after the induction, the airway pressure was 16, and it increased to 33 after 2 hours (no spontaneous breathing). The tube was replaced, and no harm was caused to the patient." Additional information was requested, but not available at the time of this report.

Manufacturer narrative:
Qn#(B)(4). Additional information received from customer regarding complaint description: "it was found that the inner wall of the tube was uplifted, which was saying that the tube body deformed and the inner wall bulged." It was also reported that the sample is not available for investigation.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Complaint reported as" "(B)(6) 2019, in (B)(6) hospital, the tube was used for thyroid surgery, after the induction, the airway pressure was 16, and it increased to 33 after 2 hours (no spontaneous breathing). The tube was replaced, and no harm was caused to the patient." Additional information was requested, but not available at the time of this report.